Event description:
Catheter reportedly had tied in a knot upon removal it provided resistance to the point of tensile strength failure. Catheter broke and an additional procedure was necessary to remove the piece of catheter. Pt had no further complication.